Event description:
It was reported that the cysto/bladder irrigation set packaging ripped when opening, compromising the sterility of the product. This was noticed before use. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and no nonconformances were observed. Should additional relevant information become available, a supplemental report will be submitted.